Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen could not be read safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim with discolored text; the complaint was duplicated. Unrelated to the complaint, moisture was observed in the battery compartment. A leak test was performed and failed due to a leak at a crack in the battery compartment and a cartridge compartment leak. The cartridge compartment was also observed to be cracked. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior. A second crack in the battery compartment was observed; however, a leak was not detected at this location.